Manufacturer narrative:
On (B)(6) 2020, the recipient reportedly underwent a debridement procedure which included an incision and drainage of the postauricular mastoid abscess. The recipient was discharged and is in the process of healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly underwent a debridement on (B)(4)2021. The recipient is on antibiotics for 6 weeks post-debridement. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have reportedly resolved. The recipient's re-activation went well and the recipient has resumed device use. The recipient will be managed per clinic protocol. Additional treatment details will not be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly still presenting with swelling and an abscess infection. Previous debridement and antibiotics did not resolve the issues. The recipient underwent another debridement. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a bump and swelling at the implant site. The recipient discontinue device use and was prescribed oral antibiotics. The recipient's symptoms improved and the recipient resumed device use, however, the symptoms recurred. The recipient was prescribed oral and topical antibiotics. The recipient's symptoms remain visible. Debridement will be scheduled.